Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device malfunctioned, however it was noted that there was a disturbed patient connector pin, which did not affect the performance. The device passed all console and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer malfunctioned; the atrial channel had noise and failed to read the electrogram (egm). The analyzer has been returned for repair. There was no patient involvement.